Manufacturer narrative:
The customer was sent an amy reagent kit replacement.

Event description:
A customer contacted beckman coulter inc. (Bci) to report the receipt of an amy reagent kit that leaked. No injury was reported.